Event description:
It was reported that the patients mobile power unit (mpu) was alarming while plugged in. When the cord was manipulated sometimes the mpu would get power and sometimes it would alarm. The patient was provided with a loaner mpu and was instructed to bring the effected one to the next clinic appointment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number (B)(6)) alarming while plugged in was unable to be confirmed via product analysis. The returned mpu was functionally tested at the pleasanton service depot and was found to function as intended throughout testing. The patient cable was flexed along its entire length and no issues were observed. The reported issue was not able to be reproduced. The mpu performed without any issues and passed all required tests. The unit was returned to the customer. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 IFU with heartmate touch section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including yellow wrench alarms) and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, and heartmate 3 IFU, section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mpu (serial number (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.